Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and one opening linear on the anterior. Leak test and microscopic analysis was performed which identified one opening crease smooth on the anterior and crack valve. Based on the device analysis the final assessment is one crease smooth opening on the anterior assessed as fold flaw opening and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.